Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a broken output connector and further noted that the hanger assembly and one case screw were contaminated and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's atrial terminal end was broken. The generator was returned for service. No patient complications have been reported as a result of this event.